Event description:
Olympus sales rep reported that he had a demo video system center with e105 error message. The issue was found during setup for a demonstration. Field troubleshooting of the device was performed; the device was power cycled, and the power plug was removed from the outlet. According to the instructions for use (IFU), the unit was damaged. The device was prepared for replacement. There was no patient involvement.

Manufacturer narrative:
Although the device was inspected in the field, to date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.